Manufacturer narrative:
The device referenced in this report was sent to an independent microbiology laboratory for microbiological testing. The laboratory test result indicated that there was no growth of mycobacterium species on any of the plates which had been cultured. Therefore, the bronchoscope was determined to be free of mycobacterium species. As part of the investigation into this report, an olympus endoscopy support specialist (ess) visited the user facility to assess the reprocessing practices being employed at the facility. During the visit, the ess noted significant deviations from olympus recommended reprocessing practices, which may reduce the effectiveness of the reprocessing. Additionally, following reprocessing, the bronchoscopes were also reportedly stored in a fashion that caused bending section of the device to lay flat at the bottom of the storage cabinet and not to hang freely as recommended. The ess has provided facility staff with in-service training and info on necessary cleaning materials. The device was received at olympus after having been sent to an independent microbiology testing the evaluation included examination with the use of a borescope and a rigid telescope, and an unidentified white substance and debris were found inside the suction port and the biopsy port assembly. Additionally, there were scrape and shear marks noted in the instrument channel at the bending section area, and a cut was noted at the distal end near the bending section. The white substance was cleaned from the device, and the bronchoscope was serviced and returned to the user facility. The cause of the user's report cannot be conclusively determined; however, not following reprocessing instructions and/or storage of the device and/or known contamination of the water supply with legionella are likely contributory factors to the reported event.

Event description:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the four patients involved in this event. The user facility reported that bronchoalveolar lavage samples from four patients were positive for legionella and for mycobacterium kansasii. The user facility reported that the bronchoscope was used to examine all four patients. The bronchoscope was removed from service. Culturing of the bronchoscope was said to be positive for legionella, but the legionella species found in the bronchoscope was not the same serotype identified from the four patients. Repeat culturing of the device was negative for legionella. The water supply for this facility was cultured, and said to be positive for multiple legionella species. The pre-filters found in the facility's automated endoscope reprocessor were also sampled and found to be positive for legionella species. Please cross reference MFR. Report numbers: 8010047-2008-00160, 2951238-2016-00138, 2951238-2016-00138, and 2951238-2016-00139 to account for the four patients as referenced in the original report. The following report will be supplemented to cross reference the three associated complaints: 8010047-2008-00160.